Event description:
Additional information was received from a consumer on (B)(6) 2016 and it was reported that the patient had been reading on-line about people that build up a tolerance to baclofen and wanted to talk about it. The patient was redirected to her hcp (healthcare professional). The patient continued on and stated "I'm still having the same issues" when asked to clarify the patient stated "it's not working anymore". Per that patient this started in 2006. The patient was again redirected to her hcp. Per the reporter the patient's dose was "up to 6 something a day"

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter is no longer applicable. (B)(4).

Event description:
Additional information was received from a consumer. The patient had worked her way up to walking, driving, and being independent. For the last couple years (from (B)(6) 2016), the patient had gone downhill. The patient did not know when this happened. The patient had just found out that an old catheter was left behind, and she did not know if they could not remove it; she was "waiting on the papers." A new pump and catheter had been placed, and the old catheter nerve endings had clumped around it, so they thought that might be why she was not responding to the baclofen. The patient was losing her memory, and the patient did not know when that started. The patient went to the hospital due to spasticity. The patient noted pain, couldn't drive, and couldn't sit in a chair. The healthcare provider (hcp) said it was too involved, and no one would take on her case. The patient noted she had looked at online hcp listings before, and most hcps would refill but would not do the surgery. "All the patient had worked for" was being taken away from her in the last couple years. No additional interventions were mentioned. Additional information pertaining to this event was previously reported. See MFR. Report 3004209178-2016-22262.

Event description:
Additional information later received reported the patient does not take any other spasticity meds. The cause of the issue was unknown.

Event description:
Additional information indicated that as of (B)(6) 2015, the pump was programmed to flex mode delivering compounded baclofen 2000mcg/ml at a dose of 449.9 mcg/day. Medical history included central painsyndrome and spinal cord injury.

Event description:
Information was received from a healthcare provider who indicated that the pump's status after it was last updated on (B)(6) 2015 was baclofen intrathecal (2000 mcg/ml). The infusion daily dose change was a decrease by 0.04% to deliver 449.7 mcg/day in simple continuous mode.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient receiving compounded baclofen (lot number, concentration, and dose unknown) via an implanted pump. The indication for pump use was intractable spasticity. The hcp had no idea what was wrong, but the patient did not respond to therapy and the clinical diagnosis was increased spasticity. The programming date from the most recent refill prior to the event was (B)(6) 2015. The event resulted in in patient hospitalization and an unscheduled office or clinic visit. On (B)(6) 2015 and the distal catheter was tied off and left in. The proximal catheter was returned to the manufacturer. On (B)(6) 2015, device interrogation was completed and was normal. Also, on (B)(6) 2015 the patient reported increased spasticity/rigidity. A "bolus in pump" was performed and results showedno response on (B)(6) 2015. On (B)(6) 2015, a catheter access port (cap) contrast study showed the system was intact. A CT scan with contrast was also performed on (B)(6) 2015 and the results were no changes. A bolus in the intrathecal space on (B)(6) 2015 was performed and the patient responded. The event was related to the device or therapy and not related to the implant procedure. The patient had increased spasticity and noticed an ulcerated area over the pump pocket, increased stiffness and tightness to the point she was having trouble moving around and maintaining activities of daily living (adls). A dye study was performed on (B)(6) 2015 with good cerebrospinal fluid (csf) flow. The patient experienced progressive worsening of spasticity/rigidity. The patient was admitted to the hospital for work up and was not responding to intrathecal baclofen bolus's although the system was intact. On (B)(6) 2015, a percutaneous insertion of an intrathecal catheter was performed for external baclofen infusion. The patient responded and decision made to replace catheter. The patient outcome was resolved without sequelae on (B)(6) 2015. Drug information (lot number, concentration, dose), patient's medical history, and other medications the patient was taking at the time were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Information was received from a healthcare provider (hcp) via psr (product surveillance registry) a catheter malfunction was suspected.